Event description:
The complaint is reported as: "the introduction syringe do not fit with needle caused leaking issue, and unable to withdraw blood." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one lidstock for investigation. The reported ars and introducer needle were not returned. Functional inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states: "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." Complaint verification testing could not be performed as neither the ars nor the introducer needle were returned for analysis. Only a lidstock was returned. A device history record review was performed and no relevant findings were identified. Without the actual sample returned, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the introduction syringe do not fit with needle caused leaking issue, and unable to withdraw blood." No patient harm reported. The device was replaced. The patient's condition is reported as fine.